Event description:
It was reported to bsc/target that, "this product got restriction to be advanced into a lumen of mc (fastracker-10 150cm/3cm, lot #4320385). Moreover, premature-detached occurred into the lumen of mc upon this product."